Event description:
It was reported that during delivery of some pulsed field lesions, higher-than-normal catheter temperature readings of approximately 48°c were observed. After the catheter was removed from the body, adhered white/clear film with some blood was observed on the catheter lattice. The blood did not rinse off with heparinized saline and appeared attached to the film. The origin of the material was reported unknown. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: non-medtronic products: 10frx23cm brite tip sheath, 7frx11cm prelude sheath, galt micro-introducer 4 fr, 71 cm agilis, livewire deca catheter, viewflex ice, brk xs 98cm needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.